Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
Eval summary: the compatibility of the components was evaluated and found that the femoral component and articular surface are not compatible. No devices or photos were received; therefore, the condition of the component is unk. Surgical notes and x-rays were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.